Event description:
Customer reports obtaining results of 118mg/dl, 335mg/dl, and 107mg/dl within 10 minutes on the same device. Customer also reports obtaining results of 335mg/dl, 107mg/dl, and 109mg/dl within 10 minutes on the same device. Customer reports delaying treatment of humulin n due to readings of 118mg/dl, 107mg/dl, and 109mg/dl. No adverse event was reported and no treatment received. No valid quality controls were used. Requested return of suspect device and replacement was sent.